Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to confirm the indicated failure. A device history review was performed with the following results: there were no documented issues for the complaint of batch 7276675 during this production run. Investigation conclusion: investigation comments: all our inspections performed while manufacturing this batch were accepted. No rejections were documented. Product within specification? Yes, no. DHR/bhr review: there were no documented issues for the complaint of batch 7276675 during this production run. Root cause: root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There were no damaged parts documented. Analysis of the actual sample would help to better understand symptom and identify possible root cause(s). Rationale: CAPA not required for this event.

Event description:
It was reported that the plastic of the bd posiflush¿ normal saline syringe leur lock broke while attempting to remove the needle. The syringe had to be replaced. Found after use. No reports of serious injury or medical intervention noted.